Event description:
Customer reportedly obtained blood glucose results of lo (less than 10 mg/dl), lo, and 340 mg/dl on the compact plus system within 10 minutes. An additional comparison from a different time reports results of lo and 145 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.